Event description:
It was reported that the patient received a blow to the head at school after which he had no more access to sound with the device.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.